Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger found a damaged connector plug. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a recharger defect ¿led to impossibility to recharge and loss of stimulation.¿ there were no known external factors that contributed to the event and there was no troubleshooting performed. The recharger was replaced as a result of the event and the issue was resolved. It was noted that ¿nothing happened to the patient¿ from the event. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report.